Manufacturer narrative:
Citation: choi jy et al. Iliac artery rupture and retroperitoneal migration of a stent graft during transcatheter aortic valve replacement. Korean circ j. 2019 mar;49(3):280-281. Doi: 10.4070/kcj.2018.0266. Epub 2019 feb 7. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient with end stage renal disease and symptomatic severe aortic stenosis underwent implant of a 29 mm medtronic evolut r bioprosthetic valve (serial number not provided). Following advancement of the delivery catheter system by right transfemoral access, the patient experienced acute hemodynamic deterioration. An angiogram showed ¿massive¿ contrast media extravasation at the right iliac artery. Emergently, an occlusive balloon was placed, and a 10 x 60 mm non-medtronic stent graft was implanted at the ruptured site and stopped the bleeding. Subsequently, the delivery catheter system was advanced by left femoral access and the valve was successfully implanted. However, immediately following implantation of the valve, abrupt hemodynamic collapse recurred, and the stent graft was found in the patient¿s abdomen. Then, two larger size stent grafts (13x13x82 mm and 10 x 100 mm) were implanted in the right iliac artery. The patient¿s hemodynamic status improved, and a computed tomography scan revealed the initial stent graft migrated inside a ¿massive¿ retroperitoneal hematoma. The patient was noted to have recovered without any symptoms or events at one year follow up. No additional adverse patient effects or product performance issues were reported.